Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro, they noticed that the blade of the bisector was not extending fully and at times was even blocking the space between the loops so the tissue/branches could not slide into that space. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro, they noticed that the blade of the bisector was not extending fully and at times was even blocking the space between the loops so the tissue/branches could not slide into that space. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise #(B)(4). The device was returned to the factory for evaluation on 02/11/2020. An investigation was conducted on 03/18/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the electrodes as well as on the bisector blade. A mechanical evaluation was conducted. The c-ring and bisector were extended and retracted with no difficulty within the cannula. Based on the results of the evaluation, the reported failure "mechanical issue" is not confirmed.